Event description:
It was reported that during preparation for an unspecified procedure, air leakage occured. During flushing of the expo guide catheter, the physician noted air bubbles. This occurred following multiple flushings through extension tubing. There was not patient consequence due to this. The procedure was completed with another of the same devices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.